Manufacturer narrative:
Actual device involved in the incident was evaluated. No electrical fault has been detected on this machine, which remains in daily use at the hosp. No explanation for how a shock injury could be delivered to the pt at two points both reportedly in contact with the pt couch. Similarly, no reasonable explanation could be determined for why a shock severe enough to cause skin marking would not be remarked upon and reported by the pt at the time of the incident. Varian will continue to try to investigate this issue, but further results are not anticipated. No further f/u to this MDR is expected.

Event description:
The customer reported that a pt claims he was shocked by the clinac. The pt alleges that when he was being helped off the couch by the therapist, he felt an electric shock-like sensation on his left elbow and left knee from the couch rails. This incident happened after the machine had been turned off. However, the attending therapist does not recall the incident. The pt returned to the hosp with pictures of his injuries a week after the incident and showed them to the doctor. The pictures exhibited a small area of erythema in the middle of the arm and a purplish area on the knee. There was no visible ulcer, scabs, or desquamation. The doctor took a photograph of the arm and the knee. Both the left knee and elbow look normal. No other pt info or data was provided.